Event description:
A malfunction was reported on the pump, after pump was being updated. There was no reported adverse impact to the customer's blood glucose level. Technical Support attempted to assisted the caller in resetting the pump, however pump would not reset. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.